Event description:
Customer alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 5.2, 2.9, 5.8. Pt's therapeutic range is 2.3 inr.

Manufacturer narrative:
Investigation pending.